Manufacturer narrative:
The patient. Reports she was admitted to the hospital with a diagnosis of "a staph infection" at vgo site. A circle was drawn around the "infection", the site was monitored; the hospital hcp opened the site for drainage and debridement. The site was reported as "draining a lot of yellow pus/yellow infection" after the site was opened by the hcp. The pt. States she was placed on IV antibiotics, the wound was packed with gauze and the hospital staff changed her "dressings a few times a day". The patient was admitted to the hospital on (B)(6) 2019 and discharged to home (B)(6) 2019. The patient has been taking oral antibiotics since her hospital discharge but she was unable to report the name of the antibiotics to the ae assessor. Patient also states she changes her "gauze dressing twice a day and packs gauze soaked in a clear fluid (prescribed the hospital hcp) into the wound." The wound is reported by the patient as initially being about 1 inch deep but it has "been filling in while healing". The patient saw her endocrinologist (B)(6) 2019 who examined the wound. The pat. Reports the wound is "still draining, but clear fluid" in color, she has a slight bleeding when she changes her dressing, "the skin is peeling around the infected site; the site is still slightly red and tender". She examines the wound when she changes the dressing and repacks the wound twice a day. Patient reports the wound as slowly healing. Patient denies any previous issues with site irritation or skin infections. The patient was unable to recall if this event occurred when she was wearing a vgo 20 or a vgo 30. The patient was initially prescribed a vgo 20 but was changed to a vgo 30 due to hyperglycemia (date unknown). Pre-vgo the pt. Bg was reported as 300 to 400. On the vgo 20 the pt. Bg was reported as almost always in the 300s. The pt. Was changed to a vgo 30 and reported her bg values on the vgo 30 have been in the mid to upper 200 range. Pt. States she threw away all vgo 20 devices when she was changed to a vgo 30 and she does not have any vgo 30 devices available from the lot of vgo 30 devices she may have worn around the time of this event. Patient could not provide any lot number information to the ae assessor. While device contribution cannot be excluded by the ae assessor as contributing to the site infection, it should also be noted that hyperglycemia can impair healing. The patient had hyperglycemia pre-vgo and while on vgo. On (B)(6) 2019 the ae assessor spoke with the patient for further follow-up of the report of a "staph infection" at a vgo site. The patient reports her hcp "released her" from further follow-up medical care regarding the site infection.

Event description:
Patient stated that she experienced irritation from the adhesive pad. Patient stated that the area on her abdomen became sore, red and swollen. Patient stated from there she went to (B)(6) medical center where she was told that she had a staph infection on her abdomen where the device was applied. The device worn on (B)(6) 2019 was thrown away.